Event description:
The initial reporter contacted shiley to report that the pt's bjork-shiley 60 degree convexo-concave heart valve was replaced. Subsequently, copies of medical records forwarded to shiley from the initial reporter indicated that the valve had been implanted in the aortic position and the pt had the valve replaced due to aortic insufficiency and a paravalvular leak. According to a copy of the operative report dated 1992, the pt "got along well without evidence of cardiac problems requiring replacement until recently when the paravalvular leak appeared to worsen". The pt survived surgery.